Manufacturer narrative:
Due to human error the medical device problem code in section h.6 was listed incorrectly on initial report. It has been corrected and updated.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, devices had blood waste from previous operations.